Manufacturer narrative:
Company rep evaluated the unit and identified the need to replace the spo2 board.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported.